Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-19500. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise oversensing and inappropriate mode switch and the right ventricular lead exhibited noise oversensing. It was noted that the patient was going through an unrelated procedure at the time the noise was discovered. No further intervention was performed. There were no patient consequences.